Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The obturator was received. The insufflation syringe was received. Visually, the valve seal was intact. The locking collar was cracked along the hinge. Functionally, the balloon was inflated and did not demonstrate any leaks. The locking collar did not function properly due to the crack and the flapper valve did function properly. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the cracked locking collar. The reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, the doctor found the device caused an air leak. The doctor could not maintain abdominal pressure. There was no reported patient injury or adverse event.